Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed " interference/noise". High sensing integrity count (sic) counts are observed between (B)(6) 2010 and (B)(6) 2010 of 1035.5 avg counts/day. High sic count can indicate the presence of noise. Also found " oversensing". Two episodes of short v-v cycle sensed events of < 220 ms are observed on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert had tripped for short interval counts, non sustained tachycardias and high rv pacing impedance. A chest x-ray showed the lead pin was not completely inserted in the ICD header. The devices are still in use. No patient complaints have been reported as a result of this event.